Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on stored electrograms. It was also reported that the right ventricular (rv) lead exhibited chronically high thresholds. Both the ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.